Event description:
It was reported that during a lap anterior resection procedure, the tip of the blade broke off. The tip was not found however, the surgeon was not concerned. There was no reported patient consequence.